Event description:
It was reported that the kincise automated surgical impactor device would not stop impacting when the trigger was pulled. The case was coming apart at the trigger area. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once the investigation has been completed, a supplemental medwatch report will be submitted accordingly. Reporter address was unknown. UDI: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the device was returned for investigation and the cycle count was retrieved which confirmed that device had met its life expectancy.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was not returned for evaluation. Quality engineering reviewed the photograph received and observed that the impactor had the rear housings separated from the mid-plate due to the trigger screw coming loose consistent with normal wear. The device trigger screw had back out, which allowed the trigger body to move, resulting in the rear housing separation. This is considered normal wear due to general tool degradation since the impactor met its life expectancy due to its age. The impactor could not be functionally tested, and cycle counts retrieve at this time since the device could not be physically assessed. However, it may be tested, and cycle counts can be retrieved once or if the device is physically received.. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. The IFU states the following regarding the reported issue that was observed by the user or customer: if the device is unable to complete the surgical procedure due to decreased power or intermittent operation or fails to meet the criteria defined in the inspection and functional testing section, it has reached its end of life and shall not be used.